Manufacturer narrative:
At this time no additional information could be obtained from the customer regarding the wrong ra volume measurement. When more information is provided, a supplemental report will be submitted.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2018, a customer contacted merge healthcare and stated that wrong ra volume was brought forward. Due to an incorrect values displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. However, there have been no reports of harm or injury as a result of this issue. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 10/19/2018. Investigation found that this was not an issue of incorrect data populating the clinical report. This was a request for the ra volume es, a/l measurement field to be brought forward for easier access to the user instead of the ra volume measurement field. Support made configuration changes to the reporting application as requested by the customer. This is not a patient safety issue. This was a request to have a different measurement field brought forward in clinical reporting for easier access to the user. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: method code: 10 - testing of actual/suspected device. Results code: 213 - no device problem found. Conclusions code: 4310 - cause cannot be traced to device. H10 - indication of additional manufacturer information is contained in this follow-up report.